Event description:
Patient reported that he had composix kugel patch implanted in 2004, does not know which composix kugel was implanted but reports that it was a large oval. Patient reports that he was told in 2006 that the patch was recalled, and because he has experienced pain from the day of the operation forward, his original surgeon wants to remove the entire patch. Patient does not want that done and only wants the ring removed. He spoke to a second surgeon, who thinks the ring is "frayed" and pinching, but does not want to do the surgery on him. Patient wants a surgeon who will only remove the ring and assurance that this is the correct course of action.

Manufacturer narrative:
Based on the information currently available, it is not known whether the device caused, or contributed to the event. This report is being submitted, even though no intervention has been reported, due to the potential for interventional activity associated with the symptom of pain and this device. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.